Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side "inter-capsular rupture." Healthcare professional later reported "capsular contracture baker grade unknown," "right implant much tighter and contracted," and "any creases." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Physician reported, right side "inter-capsular rupture". Device remains implanted.

Event description:
Physician reported right side "inter-capsular ruptures". Patient later reported "had contracture on the right side" and "right implant much tighter and contracted", and "any creases". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Crease folding of implant: unable to observe since it is not related to the device. Rupture: not observed.

Event description:
Device has been explanted and replaced with non-allergan device.